Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 418 mg/dl. The customer delivered a manual injection to stabilize bg level. The customer declined to troubleshoot with tandem technical support. Reportedly, the customer refills cartridges. The customer was educated to not refill cartridges. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.